Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided; however, the investigation is not complete. A follow-up will be submitted with all relevant information. Note: the estimated date of death and the estimated date of the event, both were reported as occurring two weeks before (B)(6) 2011.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during clip deployment, the clip deployed intra-arterial, this was removed surgically. An unspecified time later, the patient expired of internal bleeding from an unspecified location. Though requested, no additional information was provided.

Event description:
Subsequent to the initial medwatch report, it was determined that this is a duplicate of manufacturer report number 2024168-2011-01197.